Event description:
It was reported that the patient's spouse called the physician's office to report that the patient was having shortness of breath with minimal activity and was "progressively worse physically" about 1.5 months post device changeout. The device was reprogrammed from left ventricular only pacing to adaptive bi-ventricular pacing. The device remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.